Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays and surgical report were received. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Adapter-entfernungs instrument; (B)(4)) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that a revitan rasp adapter with length mark. Was used in a surgery on (B)(6) 2016 on the right side. The locking button of the long impactor for shaft rasp flakes off during moderate blows. Surgery was completed with another device. Surgery time was extended for 45 minutes.

Manufacturer narrative:
Investigation results were made available. Trend analysis: a trend has been identified for the event "locking button breakage" of the revitan rasp adaptor. An issue investigation has been performed and the most probable root cause has been identified. Review of event description: it was reported that the locking button of the long impactor for shaft rasp flakes off during moderate blows. Review of received data: x-rays: the picture of one ap and one lateral x-ray was returned for investigation. The filename of the picture is (B)(4), which is consistent with the date of the available surgical report. The two x-rays show the postoperative situation, where a revitan stem is implanted and fixed with two distal locking screws and six cerclages. Some osteolysis of the greater trochanter is visible. Surgical report: a surgical report dated january 15, 2016 has been received. The revision of a loosen femoral stem with femoral bone fracture is described in the surgical report. Regarding the reported issue, it is described that the femoral fracture is fixed by two cable ready cerclages. Below to the distal end of the bone fracture an additional cerclage is fixed. The femoral bone is then prepared with the curette and then with reamer in 1/2 mm steps until a 15.5 mm inner diameter. Afterwards, the curved 16x200mm rasp is hammered in the femur. This step is easily achieved. Due to the fact that the rasp adapter's locking button broke off in this surgical step, the rasp adapter can no longer be used and the rasps need to be connected to the proximal rasp. The 95mm conus is used because the position of the long rasp is a bit deeper compared to planning. The surgical report received stops at this point. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. A mechanical damage test was conducted at zimmer (B)(4) as part of the issue investigation. The purpose of the test was to reproduce the issue and the damage that was reported during the received complaints. The damage of the button was not reproducible by using the instrument as intended. The only possible way of breaking the button was by hitting directly the side of the button during impacting the rasp instead of hitting the top of the instrument. From this analysis, the most probable root cause for the issue is the misuse of the instrument at the clinic(s). The surgeon with the majority of complaints is however a very well experienced doctor (using the system since 2008). Therefore it is also possible that currently the maintenance of the instrument at the clinic(s) could lead to the damage of the button. The detergent in use was checked and was found appropriate, but we can¿t exclude any incorrect handling of the instruments during the cleaning process at the clinic(s). Therefore a visit at the doctors involved was requested for further inspecting the instruments usage. Conclusion summary: as the mechanical damage test concluded that the failure mode appears when simulating the misuse of the device by hitting directly the locking button with a hammer, the most probable root cause of the issue is caused by the misuse of the device. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The previously reported lot number in the initial MDR report belongs to the similar case (B)(4) for the same instrument. The actual lot number for this present case is unknown. It is unknown if a surgery delay occurred. The impact to patient was not reported. As no lot numbers were provided for the devices, the device history records could not be reviewed. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that a revitan rasp adapter with length mark. Was used in a surgery on (B)(6) 2016 on the right side. The locking button of the long impactor for shaft rasp flakes off during moderate blows.